Event description:
It was reported that during an unknown procedure, the device misfired. Another device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent: 06/25/2008. Evaluation summary the analysis results found that the device was received with the anvil in the closed position and with no cartridge present. The device was noted to have the firing and clamping mechanisms damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and yoke teeth were found broken and damaged. Although no conclusion could be reached as to how the yoke teeth and firing trigger teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. The batch record was reviewed and no anomalies were noted during the manufacturing process.